Manufacturer narrative:
The reported events low lead impedance and insulation anomaly were confirmed. A complete lead was returned in two pieces for analysis. The cause of reported event was due to full breach insulation degradations noted adjacent to connector boot at 4.5-5.0 cm from connector pin.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06756. It was reported that low, out of range pacing impedance was noted on the right atrial (ra) and right ventricular (rv) lead. Insulation damage was suspected when the patient fell few months ago. The leads were explanted along with device as patient did not want anything in the body. The patient was not dependent and was stable post procedure.